Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/14/2015 with the following findings: a review of the black box data showed alarms related to battery use and reboots. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture contamination was visible in the battery compartment. The returned battery cap had stripped threads; an intermittent power issue occurred with the returned battery cap. A test cap was used and the pump was able to power on with the test cap. The pump¿s current draws were found to be within specifications. The pump failed a leak test at the battery compartment. The pump cover was opened and no additional moisture contamination was found inside the pump.